Event description:
It was reported that during a pulse field ablation procedure a farawave was selected for use. During procedure, the guidewire would not advance or was able to be withdrawn. The catheter and guidewire were removed from the sheath. Outside of patient it was noted the wire was stuck. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The farawave was visually inspected for any damage that would have led to the guidewire stuck allegation seen in the field. The catheter was returned with a guidewire still stuck inside. Dissection revealed that the guidewire lumen was stretched at the location of the distal inner hypotube, likely causing the guidewire to become stuck. This is possibly the result of the guidewire lumen delaminating from the distal inner hypotube. The catheter was also tested for deployment multiple times. Deployment to basket and flower was successful on every attempt and only minimal resistance was noted, not confirming the deployment failure.based on all the available information the observed stuck guidewire was likely due to unintended use error due the observed stretched guidewire lumen. It is likely that the damage occurred when the user deployed/undeployed the catheter without a guidewire inserted.

Event description:
It was reported that during a pulse field ablation procedure a farawave was selected for use. During procedure, the guidewire would not advance or was able to be withdrawn. The catheter and guidewire were removed from the sheath. Once outside of the patient it was confirmed the guidewire was stuck in the catheter. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.